Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. There is no allegation of a complaint against this device. There is no reported malfunction. However, to be cautious, this event will be reported due to user error and potential complications. If additional information becomes available, this determination will be re-reviewed. (B)(4). (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Per the vertecem v+ technique guide, ¿always use the full amounts of monomer liquid and polymer powder provided in the kit, respectively, when mixing vertecem v+ cement kit bone cement. Otherwise the behavior of the vertecem v+ cement kit can no longer be guaranteed. Using only one of the components is not permitted. The physician is responsible for any complication or harmful consequences resulting from use of vertecem v+ cement kit in an unapproved indication or in an unapproved manner, or from failure to follow the described operating technique or failure to observe safety instructions in the instructions for use. Use the vertecem v+ cement kit only together with devices or systems with which it has been tested and validated. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. This product is supplied by (B)(4). The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in germany as follows: it was reported that on during an unspecified surgery on (B)(6) 2016, the liquid component of vertecemv+ cement was interchanged intraoperatively with the liquid component of a competitor's bone cement. The issue was detected after the bone cement was mixed (synthes powder with competitor's liquid) and it was already injected into the patient's bone. There was no prolongation of surgery reported. The patient's postsurgical outcome is unknown. This report is 1 of 1 for (B)(4).